Manufacturer narrative:
Because this product(referenced in this report) was not returned ot olympus terumo biomaterials corp. For evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert status in the following section: instruction for use: 1. Select the size and shape according to the patient's condition and the location of bony voids or gaps. Warning and precaution: important basic precautions- the (1)portion of osferion that is dropped into for example, soft tissue or articular space should be removed as soon as possible by using tweezers, suction, or other means. (4)if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
There was one further operation six months after the index procedure in a patient in whom the tricalcium phosphate(this product) protruded from the osteotomy site and produced local pain. Recover was uneventful.